Manufacturer narrative:
One hl-390 was received in poor condition. The device was manufactured in 2003.  The device was filled with water. Leaks from cracks near the drain elbow were observed. A temperature test was also performed. The device gave intermittent alarms. The alarms were attributed to a damaged micro switch.

Event description:
Information was received that a smiths medical level 1 hotline fluid warmer had a crack in the base, was leaking, had a micro switch issue and missing plug for tank". No adverse effects were reported.